Manufacturer narrative:
Previously reported by the manufacturer: the trilogy 100 ventilator was returned to the manufacturer service center for preventative maintenance. The device was not in use on a patient at the time of the occurrence. During the evaluation it was noted during testing the "ventilator service required" alarm occurred due to an error code in relation to internal battery failure. In conclusion the internal battery will need to be replaced to address the issue. The device is placed on waiting while awaiting parts. Additionally, during the service of the device, components were replaced as part of maintenance or due to cosmetic/physical damage of the device. If any additional information is received, a follow-up report will be filed. New information: during the evaluation it was noted during testing the "ventilator service required" alarm occurred due to an error code in relation to internal battery failure. In conclusion the internal battery was replaced to address the issue. The device passed all testing.

Event description:
The trilogy 100 ventilator was returned to the manufacturer service center for preventative maintenance. The device was not in use on a patient at the time of the occurrence. During the evaluation it was noted during testing the "ventilator service required" alarm occurred due to an error code in relation to internal battery failure. In conclusion the internal battery will need to be replaced to address the issue. The device is placed on waiting while awaiting parts. Additionally, during the service of the device, components were replaced as part of maintenance or due to cosmetic/physical damage of the device. If any additional information is received, a follow-up report will be filed.